Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited a striped image. The issue was worse since discovery. The contacts on the laparoscope and the processor were cleaned. The error comes and goes. The reported issue was found during preparation for use prior to a therapeutic video assisted thoracic surgery (vats). The procedure could not be performed with the equipment as the image was far too poor. There was a surgical delay of approximately ten (10) minutes. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited a striped image. The issue was worse since discovery. The contacts on the laparoscope and the processor were cleaned. The error comes and goes. The reported issue was found during preparation for use prior to a therapeutic video assisted thoracic surgery (vats). The procedure could not be performed with the equipment as the image was far too poor. There was a surgical delay of approximately ten (10) minutes. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.